Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse conducted a fault check and determined that there was a malfunction in the personality module vision acquisition (pmva), resulting in numerous 307 error messages. Fse replaced the pmva. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the pmva for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 307 points to system_err_node_not_present.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 307 occurred. The intuitive surgical inc technical support engineer (tse) guided the customer with performing a hard power cycle, checking the power cable connection, and reseating the blue fiber cables, but the issue remained. There was no additional information provided on how the procedure was continued. No known impact or patient consequence was reported.